Event description:
In 2008 - insertion of intra aortic balloon pump via right femoral artery via 8.5 french sheath. The sam day, CABG. Four days later, intra aortic balloon catheter removed- ? Shearing of distal tip- pt to or for exploration and removal. Device removed was labeled 14.0 lr and cook, tubing labeled datascope-fidelity 8 fr #18470668-end of balloon appears torn and fragmented 5.5 cm from fragmented end is add'l fragmentation 2.7 with indurated dark reddish brown to purplish material. Per md: drive line of intra aortic balloon pump had showed signs of tracking, pump inflation had become erratic. Pump deemed dysfunctional-to be removed. Attempted deflation of pump and negative pressure on the drive line as the sheath was taken out of the puncture site first then the catheter. The catheter came out without the distal part of it that contained the balloon. It snapped suddenly and the balloon part embolized into the femoral artery. Pt taken to or for exploration and removal. Balloon extracted thru left groin and inability in right groin. The extracted balloon showed evidence of structural deterioration, with development of a nodule in mid part of the shaft of the balloon segment-looked per surgeon like a black piece of melted plastic or polymer material. Pt developed v-tach-cardiac arrest-death. Complete extraction of balloon achieved after death. Dates of use: five days in 2008. Diagnosis or reason for use: congestive heart failure, low blood pressure, acute required coronary artery bypass graft.